Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21355245-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, with 82,000 joules and 17 minutes used, the fiber rotated inside the cap, causing fiber to fire within the cap and putting laser on standby. The tip (cap) was not cleaned during the procedure. The fiber was replaced, and the procedure was completed utilizing the second fiber. There was no patient injury due to the event.